Event description:
Cardiac catheterization revealed stenosis of the graft with a connector at the proximal anastomosis and at the two distal anastomses to the native vessel. The ostial lesion at the site of the connector was stented with "good results" and the connector remains implanted. The distal sites were also "treated". It was also reported the vein graft appeared to be longer than necessary. Neither the surgeon nor their physician assistant have attended an sjm sponsored training event for the symmetry bypass system aortic connector. The surgeon's pa stated they brought the device over from another hosp and instructed the surgeon how to place the connector. The surgeon does not allege the device caused the incident and no add'l info was received.